Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump had shut off. The battery was replaced and the pump was working. The reporter indicated that the next morning the patient found the pump showing the "animas" frozen on the screen. The reporter re-booted the pump with the same battery and the pump was reportedly working. The reporter indicated that the pump gave two call service alarms the days when the pump shut off. The reporter was unsure if the pump alarmed before or after turning off. The reporter indicated that the battery cap is secure, the o-ring is not visible and there is no damage. The patient has not experienced blood glucose excursions related to this. This report is being made based on the alleged power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): review of the black box verified power on resets on the date of the alleged malfunction, as well as two call service alarms. The battery cap was not returned with the pump; a new test battery was used for testing. On evaluation, there was no damage found to the battery compartment. The test battery cap tightened on the pump securely without the yellow o-ring visible. Evaluation found that the pump powers up properly. Power flex, circuit board, and terminal connections were found to be intact. No evidence of re-booting was observed in the pump history, and the pump was exercised for 24 hours with no re-boots occurring.